Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed and an increased rate of power consumption was confirmed. Residual gas analysis found a higher-than-expected amount of hydrogen within the device. Analysis confirmed a high current condition associated with the pacemaker low voltage capacitors. This high current condition depleted the device battery faster than normal.

Event description:
It was reported that this device was explanted and replaced without incident due to normal battery depletion. Upon return to boston scientific after explant, a detailed analysis confirmed premature battery depletion due to high hydrogen induced leaky capacitors. There were no adverse patient effects reported.